Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va25mfv: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 05-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the patient reported the stimulator was no longer working for 2.5 to 3 years now. Patient services asked the patient to clarify in what way it stopped working. The patient responded that they had spinal surgery around (B)(6) 2023 and the lead was moved and they didn't know what happened but after their back surgery they could not get external devices to connect. The patient no longer had a managing doctor to check device status. Emailed physician listings.